Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. Based on the photographic evidence provided, the side rail panel (plastic part) was fully detached from the side rail mechanism (the screws holding the side rail panel to the side rail mechanism were pulled out). The clinical engineering (customer representative) informed that the side rail could be damaged by the staff or the patient by pulling on them with a lot of force. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. "The caregiver should always aid patient in exiting the bed." Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. It is unknown if the device was in use when the issue occurred. The complaint decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
The customer contacted arjo and informed about the damage side rail. The photographic evidence provided by the customer showed that the side rail panel was detached from the bed. No harm was claimed. The customer representative informed that the side rail could be damaged by the staff or the patient by pulling on them with a lot of force.

Manufacturer narrative:
The main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. The investigation is ongoing. Results of the analysis will be provided to the final report.